Event description:
A complaint was received reporting an unspecified higher glucose reading with the adc device, on the evening of (B)(6) 2022 to (B)(6) 2022. The customer experienced trembling, had a seizure, and was provided soda by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event. A readings comparison of sensor readings of 15.5 mmol/l, 12.8 mmol/l, 13.4 mmol/l, and 12.8 mmol/l were provided, against built-in meter blood glucose results of 7.9 mmol/l, 6.8 mmol/l, 7.2 mmol/l, and 9.6 mmol/l. The results, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.